Event description:
Fluid in both knee [joint effusion]. Swelling in both knees [joint swelling]. Case description: spontaneous report received on (B)(4) 2009 from a physician regarding a (B)(6) male pt, initials unk, whose relevant medical history included: arthritis and gout. The pt received 3 synvisc injections into both knees, with each injection received in each knee on the following dates: (B)(6) 2009. The physician provided 2 different synvisc lot numbers for the pt: x0804 and r0907 with expiration dates in 2011. Starting on (B)(6) 2009, the pt experienced swelling in both knees. The physician removed 50cc of fluid from both knees and evaluation of the fluid revealed no crystals. The pt was treated with an intramuscular steroid injection and a medrol dose-pack and started on keflex. The physician believed that the swelling had resolved, but planned to see the pt on (B)(6) 2009. No further info was provided. As of the date of receipt of this report, the overall pt outcome was unk. The qa (quality assurance) investigation summaries were received on (B)(4) 2009. The production and quality control documentation for lot number x0804, expiry date 10/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. The production and quality control documentation for lot number r0907, expiry date 03/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Add'l lot # r0907. Evaluation summary: the production and quality control documentation for lot number x0804, expiry date 10/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. The production and quality control documentation for lot number r0907, expiry date 03/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.